Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It iw reported that the stem extension disengaged from the tibial baseplate during implantation. The tibial plate was utilized with a linger stem extension.